Event description:
The customer reported to baxter (B)(4) of an interlink continu-flo solution set in which there was a leak in the line. The process step was before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).